Event description:
A 12 mm endo gia ultra stapler was being used to resect sigmoid lesion. The doctor was unable to get stapler to fire. Stapler was removed from patient. Tried also to fire without success.